Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
This ipg was intended for pt implant in (B)(6). It was reported that during intraoperative testing, a low battery warning was observed for the ipg. A new ipg was used to complete the procedure. This issue extended the surgery by approximately three hours. No pt complications were reported as a result of this event.